Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was kinked with all wires broken about 16.5 cm from the stimulation end. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system including an ipg and a percutaneous lead on (B)(6) 2004. It was reported on (B)(6) 2008 that all lead contacts had been reading invalid. The lead was replaced on (B)(6) 2008. F/u on the pt found that no further issues have been reported. The explanted lead was returned to ans for eval. No further info is available.